Event description:
Patient alleges the evergo concentrator would not power up on ac or battery power while she was traveling on an amtrak train from baltimore, md. The train had to stop in washington dc due to a derailment and the patient was encouraged to get off the train since she was experiencing shortness of breath. An ambulance was called and they provided the patient with oxygen and transported her to the hospital. When she arrived at the hospital, her oxygen saturation level was normal but since she did not have another source of oxygen available to travel, she was hospitalized until another device was provided by the dme company in 2009,

Manufacturer narrative:
The device was evaluated by the manufacturer and the results indicate the device performs to specification per procedure. The device powers up on both ac and battery power with no problem. Oxygen supplied from this equipment is for supplemental use and is not intended to be life supporting or life sustaining. This equipment is not intended for use by patient who would suffer immediate, permanent, or serious health consequences as a result of an interruption in oxygen supply.